Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage with an infusion set where the infusion set leaked at the site after being used for one day. The patient changed the infusion set. No further information available.